Manufacturer narrative:
This value is the average age of the patients included in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. There were 13 females and 12 males included in this article. Additional information received provided the following device information for the following implant dates: (B)(6) 2009: extension model 748266 serial number (B)(4), implantable neurostimulator model 7426 serial number (B)(4), extension model 74866 serial number (B)(4), and implantable neurostimulator model 7426 serial number (B)(4), (B)(6) 2009: extension model 748251 serial number (B)(4), implantable neurostimulator model 7426 serial number (B)(4), lead model 3387-28 lot number v204738, extension model 748251 serial number (B)(4), implantable neurostimulator model 7426 serial number (B)(4), and lead model 3387-28 lot number v025706 no information was provided to match up this device information with specific events/patients in the article. There were no previously reported events associated with this device information.

Event description:
Additional information received provided the following implant dates: (B)(6) 2009 and (B)(6) 2009. However, there was no information clarifying which patients in the article that these dates applied to. Therefore, it was not possible to match up the specific reported events in the article to these dates.

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant product: product ID neu_ins_stimulator, lot # unknown, product type implantable neurostimulator; product ID neu_ins_stimulator, lot # unknown, product type implantable neurostimulator; product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_ext, lot # unknown, product type extension. (B)(4).

Event description:
Sugiyama, k., nozaki, t., asakawa, t., itoh, t., namba, h. Deep brain stimulation for treating involuntary movement disorders. Japanese journal of neurosurgery. 2014; 23(8):641-647. Doi: 10.7887/jcns.23.641. Summary: our experiments using stn-dbs to treat parkinson¿s disease include a total of 138 operations in 2012, as well as 26 follow-up cases lasting over five years in this department. Reported events: in 26 patients with deep brain stimulation (dbs) for parkinson¿s disease (pd), unified parkinson¿s disease rating scale (updrs) part iii scores had an improvement rating of either 98% or 100% (percentage was unclear in literature as figure 1 depicted 98% and the percentage given in the text was 100%) three months after surgery; improvement was defined as a 30% reduction in updrs part iii scores. However, one year after surgery, it was 88%, and five years after surgery it was 62%, indicating a decline. Over time, the rate of updrs subsets and daily on/off, slight exacerbation of tremors, rigidity and daily fluctuation was confirmed between three months and five years after dbs, but not to a degree that was statistically significant. However, statistically significant exacerbation of posture and gait were confirmed between three months and five years after surgery. Problems identified among the five-year follow-up patients included many non-motor symptoms, such as backache, dementia, apraxia of eye-opening, and psychological symptoms. The source literature did not include any specific device information. Further information has been requested; a supplemental report will be submitted if additional information is received.